Manufacturer narrative:
(B)(4). The customer reported that they were unable to acquire an etco2 reading during a patient code. The involved patient died but the customer stated, that patient care was not compromised due to device behavior. A philips field service engineer evaluated the device and could not reproduce the reported symptom. The device passed all performance and verification testing. We cannot determine the root cause because, the symptom could not be reproduced.

Event description:
The customer reported that they were unable to acquire an etco2 reading during a patient code. The involved patient died but the customer stated, that patient care was not compromised due to device behavior.